Event description:
Philips received a complaint on the v60 ventilator indicating that the battery required replacement. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. In a good faith effort (gfe) response from the field service engineer (fse) received on 05oct2023, it was clarified that the battery was not charging. The battery was over 5 years old, and the customer had left the batteries in v60 ventilators disconnected from the power grid. As a result of not being charged, the battery drained and died. The use of batteries over 5 years old and lack of battery charging leading to a dead battery is considered user error. The fse stated that the battery would be replaced as stock arrived at the customer site and confirmed that the replaced battery would be scrapped at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1 reporting address state:(B)(6). Reporting address postal:(B)(6). Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).